Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the metal cap exhibits signs of melting at the output window; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of fiber cap detachment could not be confirmed. A cap fracture was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber cap detached. It is not known whether the cap detached inside or outside the patient. The second fiber was reported to have a cap detach inside the patient; the cap was picked up with a dronier tool. The procedure was completed with turp. There were no damages to the patient. This report is for the first fiber.